Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results suggest/indicate that severe hemodynamic stenosis (structural valve deterioration, stage 3) along with patient conditions may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the retavi registry in france, a 73-year-old patient with nyha class ii symptoms and dyspnea, who had previously received a 26mm sapien 3 valve in the aortic position, underwent a valve-in-valve transcatheter aortic valve replacement (tavr) via transfemoral access. The procedure was performed 10 years and 2 months after the initial implantation due to severe hemodynamic stenosis (structural valve deterioration, stage 3) of the original valve, which was associated with leaflet fibrosis and calcification. Pre-procedural invasive hemodynamic assessment revealed a mean transvalvular gradient of 35 mmhg. There was no evidence of valve thrombosis, or it was deemed clinically insignificant. The planned intervention involved the implantation of a 26mm sapien 3 ultra valve.